Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that daughter experienced high blood glucose of 559mg/dl which was treated with dose with insulin. Customer¿s current blood glucose was 550mg/dl. Customer stated that insulin pump alarmed for no delivery. Customer states the insulin exited. Customer alleged for possible insulin pump under delivery. Drive support cap appears normal. Insulin pump will not be return for analysis.